Event description:
It was reported following a permanent implant on (B)(6) 2024, post operatively high impedances were found on 2 contacts which would not enable MRI mode. Patient experienced stomach pain and numbness. As such the system was explanted on (B)(6) 2024. Patient made a full recovery and in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following a permanent implant on (B)(6) 2024, post operatively high impedances were found on 2 contacts which would not enable MRI mode. Two days later, patient developed leg weakness and numbness. As such the system was explanted on (B)(6) 2024. Patient is in stable condition.